Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on their side and back pain from the lifevest equipment. Patient reports having previous back issues and felt that the heaviness of the monitor was causing back pain. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised periodic removal of the lifevest due to the irritations. Follow up indicated that the irritations improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.